Manufacturer narrative:
The main component of the system and other applicable components are: product ID :97712, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported they had lost 100 lbs and had a revision to make it shallow. It was reported that the patient wasn't using their implant system and the device went dead. Patient was seeing the reposition antenna screen on the recharger when they tried to connect to the ins. Patient needed to charge ins as they were getting a MRI and needed to connect so they can determine their eligibility. Patient reported trouble recharging implant indicating it would take days to charge sometimes taking 2-4 days to fully charge and it sometimes gets too hot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.